Event description:
Initial report received on april 2002: a clinical trial coordinator of an unsponsored study (a single-center placebo-controlled study of hyalgan injection for osteoarthritis of the ankle joint) reported that a pt entered into that above study developed chest pain and dizziness 2 days after a hyalgan injection of ankle joint. Hyalgan injection was administered for osteoarthritis on unspecified date. Pt was hospitalized for chest pain. Event onset date was not reported. Myocardial infarction was reported to have been ruled out; investigations or relevant tests were not reported. Investigator's causality assessment and the expectedness of the events according to the study center's approved protocol were unknown to the reporter at the time of report. The sponsor-investigator planned to do an emergency unblinding. Add'l info had been requested and will be provided as soon as available. Add'l info was received from the reporter via fax on may 2002. "Pt complained of dizziness and chest pain on the day of admission. The chest pain lasted 10-15 minutes and relieved at rest. There was associated palpitation and diaphoresis but gain did not radiate. Pt had 2 episodes of the chest pain before presentation. Pt was admitted to the ICU, EKG and chest x-ray were performed. Working diagnoses were vertigo and angina pectoris. Pt had 1 episode of vertigo which repeated several times during stay in the hospital. Chest x-ray results were within normal limits, no infiltrates, no cardiomegaly; 3 sets of enzymes on unspecified dates ruled out mi (dates of tests unspecified); CT brain (preliminary) negative for bleed". Add'l info received in may 2002 reported that the events and hyalgan were "probably not related".